Manufacturer narrative:
A2: age at time of event: 18 years or above. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal coronary angioplasty. Vascular access was obtained via the left artery. The 85% stenosed, 40mm x 3.5mm, eccentric, de novo target lesion with a significant bend of >45 and <90 was located in the severely tortuous and severely calcified left anterior descending artery. The lesion was predilated with a 3.00mm x 12mm balloon. A 3.75mm x 12mm nc emerge balloon catheter was advanced for dilatation. Standard procedure was followed to introduce the device. However, during the initial inflation at 14 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications, and patient was stable post-procedure.